Event description:
The following was reported: "it was reported via the stryker facebook page, "I had mako on my left knee (B)(6) 2024. I still have stiffness, as well, and some numbness. Had an it band snag post surgery, but that seems to have worked itself out. I am hoping now that the stiffness doesn't last 5 years.